Event description:
It was reported that chemotherapy would not infuse when a clearlink system secondary medication set was attached to a primary line. The set up was verified as correct. This was discovered during patient infusion. A new bag was prepared and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.